Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the "motor fault" and "xdcr fault" occurred. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected main pcba and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was solenoid failure.